Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a hypoglycemic event while walking, treated initially with apple juice, then required additional juice, with no alerts or alarms reported from the device. Investigation included review of the reported event details and request for additional information from the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or component issue was identified based on available information. Symptoms included hypoglycemia with weakness and reduced physical capacity. Outcomes included temporary limitation in routine activities without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.